Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd microtainer® contact-activated lancet, the protective cap of an unspecified number of devices comes off exposing needle. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that prior to using bd microtainer® contact-activated lancet, the protective cap of an unspecified number of devices comes off exposing needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 10-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received 36 samples and 7 photos for investigation. The photos were reviewed and the indicated failure modes for cracked, fm - unknown, loose cap, and molding defects were observed. Retention samples were evaluated by visual examination and the issue of fm - unknown was observed on 3 lancets. Additionally, the customer samples were evaluated by visual examination and the following was observed. -one lancet with cracked shield, -7 lancets with scratches and damages, -one lancet with scratches and removable dirt¿s, -6 lancets with removable dirt¿s, -3 lancets dirt¿s on the components, -1 lancet with a mechanically damaged tab cap and incorrectly assembled, after unscrewing the cap an element of the needle cover is visible inside, -9 lancets with not assembled tab cap, -2 no activated lancet without protective cap. -1 lancet with mechanical damage on the rear cap, on the lower edge. -5 complete lancets with mechanically damaged lower edge of the shield there is raw needle visible in all lancets. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes cracked, fm - unknown, loose cap, and molding defects. The indicated failure modes were attributed to the supplier. The supplier has initiated further root cause investigation relating to the issues of cracked and loose cap through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.